Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. The product has been received for analysis. This report will be updated upon completion of analysis. A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system exhibited high out of range impedance measurements for its right atrial (ra) lead during its scheduled explant procedure. Technical services (ts) was consulted and discussed troubleshooting options to test the ra lead and ensure its integrity. This pacemaker was explanted and replaced as scheduled. This device has been received for analysis. No adverse patient effects were reported. Additional information from the field indicates the ra lead was programmed to its unipolar pacing vector, with the measurements within range for this setting. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited high out of range impedance measurements for its right atrial (ra) lead during its scheduled explant procedure. Technical services (ts) was consulted and discussed troubleshooting options to test the ra lead and ensure its integrity. This pacemaker was explanted and replaced as scheduled. This device has been received for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. The product has been received for analysis. This report will be updated upon completion of analysis. A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.